Event description:
It was reported that this left ventricular (lv) lead suture sleeve was split upon suturing and was confirmed via x ray. As of this time, this lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead suture sleeve was split upon suturing and was confirmed via x ray. As of this time, this lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial emdr in d6a implant date.